Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe insulin dripping out of the infusion set tubing during the load fill tubing sequence. Customer's blood glucose level was 435 mg/dl. Supply changes were performed resolving the issue.